Manufacturer narrative:
Sex: unk weight: unk ethnicity: unk race: unk date of event: unk expiration date unk explant date: unk claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm icl implantable collamer lens, -07.00 diopter, in the patients right eye (od) in 2022. The lens was removed to exchange for another power lens due to residual visual defect. Additional information has been requested but none has been forthcoming.